Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had defective marking. The following information was provided by the initial reporter: "this is a report about a defective marking of a tube. According to the customer's report, the fill line was printed at a different position."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta (k2e) plus blood collection tubes had defective marking. The following information was provided by the initial reporter: "this is a report about a defective marking of a tube. According to the customer's report, the fill line was printed at a different position."